Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, flat creases. A leak test was performed and was found one opening. A microscopic analysis of the returned device identified a curved sharp opening on valve bond edge assessed as unidentified(tear) opening, no shell thickness due to opening under plug strap, and partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening. Partial delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Additionally health professional reported "unacceptable cosmetic appearance." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jul/2010 and on 23/jul/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Patient reported left side ¿lump or thickening in or near the breast or in the underarm area,¿ ¿unusual pain, tingling, swelling, numbness, or burning of the breast,¿ and ¿saline rupture¿. Healthcare professional has confirmed the event of deflation. The device remains implanted.